Event description:
Customer reported that the buttons on the insulin pump are unresponsive and numbers are scrolling without input. Customer stated that they noticed this occurring when changing their infusion set. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection.